Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (communication faults / gel previously released) was confirmed. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the electrode belt and monitor. The cause of the communication faults and gel previously released flags is the damaged connector latches. The root cause of the damaged connector latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' flags without any prior 'gel release' events and was also producing multiple communication faults.